Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a sensor error alert and high blood glucose levels. The customer's blood glucose reading was 402 mg/dl. The customer treated with the insulin pump. The customer troubleshooted for the sensor. The customer stated he would change the sensor later. Nothing was replaced or returned.